Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: the retraction pin did not retract back after firing the ta and caused a tear intra operatively during a lobectomy. No reinforcement material was used in conjunction with the stapling device. There was no unanticipated tissue loss. No add'l info will be supplied by the reporter.